Event description:
A malfunction alarm on the customer's pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with resetting it. After resetting, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue reappeared, and they acknowledged this guidance.